Event description:
Patient's total hip was removed due to acetabular loosening secondary to gross infection.

Manufacturer narrative:
Lot code for 6519-1-032; delta un.fem hd 32mm r32 16/18 was revised from known to unknown. The patient is (B)(6) in height. An event regarding infection involving a trident psl ha cluster 48mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patients total hip was removed due to acetabular loosening secondary to gross infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6052-0730s, secur-fit max 127 hip stem # 7, lot code mhe9tv; cat 19-0325t, uni adaptor sleeve c taper ti, lot code 29763901; cat 6519-1-032, delta un.fem hd 32mm r32 16/18, lot code 10391368cg; cat 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code mhndy0; cat 623-00-32d, trident 0 deg x3 insert 32mm head, lot code mhh4wa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned.